Event description:
10/04/22 spoke with dr. (B)(6), this pt is fit off label for myopia management. She complained of redness, tearing, sweeing and discharge. She was seen at an urgent care, on (B)(6) 2022, given od vigamox od four times a day for 14 days and erythromycin ointment at bedtime od for 14 days for a corneal ulcer. The lens in question was the completion lens. She was seen in clinic by dr. (B)(6) on (B)(6) 2022 her regimen of drops and ointment were continued until (B)(6) 2022. Her va has resumed 20/20 no vision loss. She does have 2 mid peripheral scars that do not cross the visual axis. The one at 3:00 is moderate and one at 10-11 is mild. Dr. (B)(6), attended a workshop presented by synergeyes and learned that the fit was too flat causing junction bearing. She has replaced the lens with a fit change. She is waiting for pt to come in to replace the lens. Dr. Bhakta feels this was a fit issue and not caused by the contact itself. The lens was bearing on the junction. (B)(4) , cot, ncle.